Event description:
It was reported that the customer experienced a blood glucose (bg) level of 684-685 mg/dl with moderate ketone levels; cause was not known. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline, insulin fluids, and potassium. Customer was released from the hospital on august 12th, 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.